Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to put the malfunctioning pump into storage mode and return it to tandem with a provided return box and pre-paid label. Technical support confirmed the shipping address and sent a replacement pump, advising the customer on how to program settings and connect their continuous glucose monitor to the new pump. The customer acknowledged all instructions and will continue to use the current pump until the replacement is received.